Event description:
New information received states that the lead was repositioned on (B)(6) 2018. During the post op check, it was identified that the lead had dislodged again overnight. This was confirmed through a chest x-ray. The patient was discharged from the hospital and does not have a new procedure date booked in. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow-up, atrial lead parameters were not normal and it was picking up ventricular signals. The patient was subsequently sent for an x-ray, which confirmed the lead dislodgment. It was also noted that the patient has not received appropriate atrial pacing and the av sync algorithm was not able to work appropriately. No intervention has been done as the lead remains implanted. The patient was booked for a lead reposition procedure.